Event description:
It was documented that customer had high blood glucose of 331 mg/dl and 500 mg/dl. Customer declined being transferred to help line. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.